Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address failed total hip due to recurrent dislocation. Upon revision it was found the cup was significantly retroverted.

Manufacturer narrative:
Update: the devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Physician states that the acetabular cup was significantly retroverted. Physician states that the patient's instability was a result of anterior soft tissue impingement as well as the cup's positioning. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.